Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) report was received which indicated that when the pt wanted to take a shower and attempted to place the equipment into the shower bag, the pt disconnected both power leads from the system controller. The pt became syncopal and struck his lead. The pt has disconnected both power leads in the past.

Manufacturer narrative:
The user facility report# (B)(4), was received from the (B)(4). The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.